Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during laparoscopic gastrectomy procedure, the stapler did not fire. Another stapler and reload was opened but the same problem occurred. Another handle and reload was used without complications. There was no patient injury.